Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated at the hospital. The customer also had low reading of 48 mg/dl. The customer treated with food. The customer declined to troubleshoot for low readings. The customer stated that the pump alarmed no delivery. The insulin pump will not be returned for analysis.